Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial noise reversion episodes were observed via a remote merlin.net transmission. Possible lead issue was suspected. The physician elected to continue monitoring the lead with routine follow up.